Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and found a faulty fiber connector between the cardcage and axes controller platform (acp) link; the led was blinking orange. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item optic fiber cable and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date revealed the possible related system errors indicating that a node was not present at startup.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the surgeon stated that the system suddenly encountered a non-recoverable fault 319. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the presence of error 319 reported by several nodes on the patient side cart (psc). The tse guided the customer through a hard power cycle/emergency power off (epo) of the patient side cart (psc), but the fault persisted. Troubleshooting was delayed by users performing restarts of the system despite not being instructed by the tse to do so. The system was not functional, and the surgeon converted to open surgery. As a result of the system down, the incision was increased by 5 centimeters; a "small" laparotomy. The surgeon discussed the possibility of conversion with the customer prior to the procedure. The patient was discharged with no complications.